Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - image issue due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an image constantly flickers as if a flash is going off. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.